Event description:
The md went to start a burr hole. He heard an abnormal sound so he stopped to check the drill hose for a leak and then had the rn change the filter. He went to test the drill after this and the hose blew up and cut his right index finger.====================== health professional's impression======================it cut his finger. There was delay while the team obtained another drill from central supply and got it hooked up, which had the potential to cause the patient harm by delaying the procedure. The surgeon does not feel that this affected the outcome. Note: this drill had been sent to an outside instrument repair service ~1 month prior to this event.